Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 21dec2018. The customer troubleshot the issue with philips technical support. Reportedly, the customer was using an outdated version of the service manual to determine if the air flow was in tolerance. Technical support provided the correct version of the service manual. The unit was in tolerance and the issue was resolved.

Event description:
The customer reported unit failing o2 flow accuracy. The device was not in use on a patient at the time of the reported event, therefore, there was no patient involvement. The event date was not specified; estimate used.